Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of the eopa arterial cannula, after cannulation, the stylet popped out and felt loose, and when it was pushed back in it continued to pop out. Blood leaked from around the stylet where it passed through the cannula cap. The cannula was replaced but the same issue occurred with the replacement cannula. The second cannula was used to complete the procedure. Minimal blood loss of 50 ml was reported across the two cannulae, and no transfusion or additional fluids were required. The issues resulted in a very short increase in procedure duration of 5 minutes. No additional adverse patient effects were reported.